Event description:
One pt sample with discrepant hemoglobin results, when compared to repeat testing using a different methodology. Initial result gave 9.12 g/dl; repeat by another method gave 13.3 g/dl. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.